Event description:
Subject device was implanted in 1995. An x-ray from 1999 found the device to be broken. The device was removed in 1999.

Event description:
The subject device was implanted in 1995 during an anterior cervical discectomy and fusion of c5-6 and c6-7 for disc bulges with spondylosis. An x-ray from 08/03/1999 found the device to be broken. The device was removed in 1999.